Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera head was not recognized by the tower during inspection for use involving an olympus autoclavable camera head there was no patient injury reported.